Event description:
It was reported that as soon as the medical solution was injected in the operating room, a leak from the handle of the stopcock was found. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.